Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6 was not recognized on bus. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure was caused by metal debris present under the cubies, which shorted the circuit. The field service engineer (fse) popped all the drawers and found seven staples and a pill in an aluminum seal on top of the metal connector. The fse removed several staples that could potentially cause a short and removed all the debris, and the drawers were cleaned thoroughly. The release of all cubies and lids was tested successfully. The client logged in and confirmed that the drawers opened and closed properly, and the inventory was completed without issues. The system functioned as intended after the field service engineer repaired the device.